Event description:
It was reported, that the patient presented to the hospital. For a scheduled generator change procedure. Interrogation of the pulse generator noted, that the right ventricular (rv) lead had low pacing impedance measurements. The lead was capped and replaced on (B)(6) 2024. The patient was stable throughout the procedure.